Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on july 02, 2019. - attachment: [139244 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on march 28, 2019.

Event description:
Per the audiologist, the patient experienced pain and headache. It was also reported that during the integrity test the patient experienced facial nerve stimulation. Subsequently, the device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery.